Manufacturer narrative:
Concomitant medical products: 5076-65 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was explanted due to infection. Antibiotics were used. No further patient complications have been reported as a result of this event.